Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was observed to be torn. Fluid was observed flowing out of the external tear, which diverted the intended path of the fluid. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. No other damages or defects were observed with the device that could affect insulin delivery. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site. For treatment, the patient changed out the pod for a new pod.